Manufacturer narrative:
(B)(4). The clip delivery system was received and investigated. The reported inability to remove the gripper line and gripper line break were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper line break appears to be related to procedural conditions and secondary effect to the inability to remove the gripper line. The reported inability to remove the gripper line was attributed to the gripper line being caught on the frictional element; however, a cause for this interaction could not be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the inability to remove the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. The leaflets were grasped; however, when establishing gripper line removability (eglr), it was noted that the gripper line was not moving. Troubleshooting was performed, but the gripper line could not be moved. One more attempt was made, but the gripper line broke. It was still possible to visualize both ends. The clip was not implanted and the cds was removed and replaced. One clip was implanted, reducing the mr to 2+. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.